Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a male patient (age unknown) who was receiving an unknown drug via an implantable pump for an unknown indication. The patient¿s medical history included autonomic dysreflexia and a c4/5 spinal cord injury. In early (B)(6) 2015, the patient experienced a wound site infection and the device system was explanted. The patient was then placed on oral baclofen and another unknown drug to help with his spasms. The drugs were not very effective. On (B)(6) 2015, the patient was admitted to the hospital with extremely high blood pressure, very high heart rate, low carbon dioxide (co2) levels and extreme itching. The extreme itching had been an ongoing problem for ¿years,¿ but was now occurring with a very flushed face and neck. The patient was in constant discomfort. The reporter didn¿t believe it was the pump itself; they were thinking more in the line of withdrawal of the baclofen. The patient was discussion the event with their doctor. If additional information becomes available, a follow-up report will be submitted.